Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of safety shield activation failure (catheter) was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Based on device history record review, no abnormality was observed during the production of the affected batches.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology would not activate. The following information was provided by the initial reporter, translated from spanish to english: when the nurse was cannulating, she refers that the security system did not activate.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology would not activate. The following information was provided by the initial reporter, translated from spanish to english: when the nurse was cannulating, she refers that the security system did not activate.